Event description:
It was reported that the patient was in atrial fibrillation, but the cardiac compass does not show any atrial fibrillation burden. There was some missing data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.